Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicated that customer was able to load a new cartridge successfully and resume insulin delivery. No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.